Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no events related to the reported complaint were identified. Additionally, no service activities had been performed on the device within the previous 12 months. Visual inspection revealed an indentation in the air-in-line detector (aild) and a buckled upstream occlusion (uso) seal. Functional testing, including a delivery accuracy test, was conducted; however, the reported issue of inaccurate delivery could not be confirmed. The aild and uso seal were replaced as part of the repair process. Following repair, the device successfully passed all functional tests and met specification requirements.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a failed volumetric accuracy. There was no patient involvement or harm.